Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, ¿a lump on the top of breast," "it goes up and down" when pressed.

Event description:
Patient reported a right-side capsular contracture, baker grade unknown, ¿a lump on the top of breast, it goes up and down when pressed," and "it¿s the implant not body tissue.¿ device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold. Leak test was performed, and no leakage was found. A microscopic analysis was performed which no identify openings, the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Device has been explanted and replaced.

Event description:
Patient called to report a right-side capsular contracture, baker grade unknown, ¿a lump on the top of breast," "it goes up and down" when pressed, and "it¿s the implant not body tissue.¿ device has been explanted and replaced.

Manufacturer narrative:
Supplemental medwatch being sent to correct error in g3 of previously submitted report.